Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was operating as intended with the downstream occlusion (dso) detection. The pump was in used condition and was not in its original packaging. The pump was decontaminated, and the dso seal was worn. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the lemo connector and the dso seal. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an occlusion alarm. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.